Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose of 35 mg/dl with a severe headache. Patient received no unusual treatment and remains on pump. During troubleshooting, customer support found that when the battery was removed from the pump for less than 24 hours, the time/date were not retained. The time/date issue is not being reported as this issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The complaint is being reported as the patient experienced hypoglycemia related to use error of not verifying the time after battery replacement.

Manufacturer narrative:
Follow-up #1: date of submission 08/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2016 with the following findings: the bench testing confirmed when the battery was reinserted after 6hrs without power the time and date reset to default setting. Unable to verify the time/date reset to default setting in the black box. The tdd history goes from (B)(6) 2016 to (B)(6) 2007 and from (B)(6) 2007 to (B)(6) 2016. Pump was exercised for 24hrs. After 24hrs the battery was removed for 6hrs. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed cover; a visible inspection confirmed the internal battery was leaking.